Manufacturer narrative:
The device is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a isthmus fissure fixing surgery due to isthmus cracking in which the set screws were implanted. The implanted set screws were found slipped. Fourth set screw was implanted to complete the surgery. No patient complications were reported as a result of this event.